Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the right atrial (ra) lead was confirmed to be dislodged. The x-ray revealed that the helix appeared to be extended. During the revision procedure, when the ra lead was explanted, the helix appeared to be retracted. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found the helix was entwined with tissue and there was dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities. The helix mechanism was confirmed to not be operating appropriately due to the tissue entwined in the helix.